Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. No revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Biomet orthopedics received preliminary clinical data from (B)(4) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a revision procedure was performed on (B)(6) 2010 due to an unknown reason.